Event description:
The complainant reported that during the therapeutic implant of the vaxcel implantable port in a male patient (age unknown) in 2006, the peel away sheath did not peel properly and broke before advancing to the perforated section of the sheath. The clinicians then obtained hemostats and successfully continued peeling the sheath. The clinicians were then able to successfully implant the port. The complainant reported that there were no adverse affects on the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was implanted in the patient; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.